Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch over was bent. The side rail latch cover was straightened by the technician to resolve the issue.